Event description:
It was reported that the amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 01-nov-2024. H3: one device was returned for repair with complaint that the amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. The most probable cause was that the wrong program was ran, and inconsistent numbers. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found downstream occlusion (dso) seal was slightly bubbled but not cracked or delaminated. Replaced dso seal and calibrated the dso sensor and upstream occlusion sensor as a preventative measure. Device passed all testing criteria.